Event description:
Philips received a complaint indicates that device prompts pads type unknown error message. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective external paddle. The reported problem was confirmed. The device was operational after replacement of external paddle was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.